Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4193 implantable pacing lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) in the right ventricular (rv) lead. It was also reported that the patient had diaphragmatic stimulation from the left ventricular (lv) lead. It was also reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity and high output and the lv lead had varying and high threshold. The ICD was explanted and replaced and the rv and lv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.